Event description:
The reporter stated that the dermatome is cutting badly and the surgeon had to do cuts twice. The initial graft was being done on the abdomen but another graft had to be taken on the thigh, using a different dermatome.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.